Manufacturer narrative:
The field service engineer replaced probes and cleaned the water tanks intensively. Qc was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient sample with a cobas integra 400 plus. The initial result was 11.13% with a data flag. This result was reported outside of the laboratory and questioned by the patient. On (B)(6) 2021, the repeated result was 5.22%. The second repeated result on another integra 400 was 5.23% the reagent lot number was 54387401 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The field service engineer replaced probes and cleaned the water tanks intensively. Qc was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient sample with a cobas integra 400 plus. The initial result was (B)(6) with a data flag. This result was reported outside of the laboratory and questioned by the patient. On (B)(6) 2021, the repeated result was (B)(6). The second repeated result on another integra 400 was(B)(6). The reagent lot number was 54387401 with an expiration date of (B)(6) 2021.